Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had passed away; it was not disclosed what happened. The wife did state that the patient was wearing the product at the time of the event. No further information was provided or able to be obtained.